Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
Information received by medtronic indicated that the part where the reservoir locks in broke off and the rubber came off. Customer declined damaged insulin pump troubleshooting and stated she wanted to continue using the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.